Manufacturer narrative:
The issue was discovered during pre-use set up. There was no delay in therapy or medical intervention noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the pm board per the service manual because the led was operational, which did not resolve. The customer replaced the power switch overlay, and this resolved the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device is displaying a vent led failure error message and post led fail 1 error message. The customer reported there was no patient involvement at the time the issue was discovered.